Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It was reported that after gripper line removability was successfully established and the clip was deployed, the cds and sgc were removed prior to removing the gripper line. It should be noted that the mitraclip instructions for use states: if the gripper line is confirmed to be removable, continue to clip deployment. It further states: after the clip is successfully deployed, remove the gripper line. This is performed prior to system removal. The investigation concluded that the reported event was related to user error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4).. The clip remains in the anatomy and the clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is file for inability to remove the gripper lines; the gripper lines remain in the anatomy. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation of grade 4+. One mitraclip was implanted without difficulty and a second mitraclip (50608u260) was then implanted. No difficulty was noted during implantation of the second clip. Gripper line removability was established and both lines moved well. No knots or twists were noted. The cds and steerable guide catheter (sgc) were removed without issue and it was noted that the gripper lines remained in the patient anatomy. The operator had forgotten to remove the gripper lines. An attempt was made to pull the lines out by gently pulling; resistance was noted and the lines did not come out. The gripper lines were cut just below skin level and the gripper lines remain in the patient anatomy. The operator felt that there was not enough support to pull the lines out without the support of the cds and sgc and that there was a greater potential to cause damage to the anatomy if the lines were pulled. At this time, the gripper lines remain in the patient anatomy. Patient is in stable condition and remains on long-term anticoagulation due to history of atrial fibrillation. No additional information was provided.